Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when testing a lead in the clinic the day prior, the patient ¿kept getting pulses in my diaphragm and the physician thought maybe a lead is loose." The patient also indicated hearing an alert twice at night and again in the morning. The lead remains in use. No further patient complications have been reported as a result of this event.